Manufacturer narrative:
Investigation on going. Additional information and results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with product micro speed uni. According to the complaint description, it was reported that the equipment could not work normally during the preparation before surgery. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).

Event description:
The adverse event / malfunction is filed under aag reference(B)(4)..

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that one similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing or design related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.